Manufacturer narrative:
Service was dispatched and identified and replaced a malfunctioning user interface console which would not power on. The cf (customer feedback) investigator confirmed a malfunctioning user interface console as determined by service; the source of the burning smell reported by the customer was determined to be a burned fuse in the console power supply. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
During guided troubleshooting for the customer's access 2 immunoassay system (serial number (B)(4)), the customer reported a burning smell from coming from the user interface pc console. There was no report of injury to any users or other persons. The customer did not report visible smoke or flames. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate.